Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 26 mg/dl due to needing settings adjustments. Customer reported falling and bruising their head as a result. Low bg was addressed with assistance from a family member, who administered glucagon. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.